Event description:
¿Caller alleged discrepant results compared with the lab. Results as follows:¿ date: (B)(6) 2011; inratio: 1.4 (2x), 2.5; lab: 2.8. Old lot (unk lot number) new lot (listed on this report). Patient self tester had lot to lot variability on her inratio meter. Results: last week ¿ old lot (unk lot number) inr =1.9. On (B)(6) 2012 ¿ old lot inr=2x1.4 (tested twice), new lot inr = 2.5, lab inr=2.8. Less than 2 hours between tests. Patient didn¿t have any of the old lot strips left and didn¿t know the lot number. Patient therapeutic range is 2.5 - 3.5.

Manufacturer narrative:
Investigation pending.